Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other implanted clip is filed under a separate manufacturer report number.

Event description:
This is filed to report the single leaflet device attachment(slda) of the second clip (cds-80226u201). It was reported that this was a mitraclip procedure to treat grade 6+ tricuspid regurgitation (tr). Two clips were deployed (cds-80129u140, cds-80226u201). The leaflets were noted to be thin and the heart was rotated. Imaging was difficult due to the anatomy. It was observed that both clips had detached (slda) from the septal leaflet and remained on the anterior leaflet, reportedly due to the thin leaflets. 4 additional clips were deployed successfully, reducing tr to 5+. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use (IFU) states that the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to combination of patient morphology/pathology and user technique/procedural circumstances (resulting from visualization limitations) and not due to use in the tricuspid valve. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.